Event description:
It was reported on unknown even date that post op inspection occurred graphic case had white sandy due to volume of usage and peeling of graphic case. Short power shafts were warped due to usage, and kept stripping screws. Connecting element threads were stripped after usage. Plates were bent after wash from cspd. No patient and procedure outcome and no surgical delay reported because it is a post of event. This report is for one (1)3.5 lcp x-artc dstl hum pl 6h/lt 158 lg. This is report 5 of 6 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The initial reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.